Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that the extension tubing set "hub" cracked and leaked d10w after four hours after the intravenous was placed. The nurse does not know whether the tubing set was already cracked or whether the crack occurred when it was positioned. The event occurred in the neonatal intensive care unit. Although requested, no additional information was provided.